Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic myomectomy surgery, the surgeon put suture into the abdominal cavity through the bayonet, and the needle and suture were detached. Another suture was used to resolve the issue in order to complete the case. There was no patient injury.